Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75% stenosed lesion being treated was located in the narrowing, eccentric proximal left anterior descending (lad) artery, near the ostium. Pt presented to the ER with chest pains, st elevations and on nitro. Pt was given integrilin bolus, infusion and drip and heparin drip. The lesion was predilated with a 2.5x15mm maverick balloon, inflated to 12 atms for 12 secs. A 3.00x20mm taxus express2 drug eluting stent was implanted, inflated to 14 atms for 14 secs. A 3.0x13mm non-boston scientific balloon was used to post dilate, inflating 3 times from 10-18 atms for 7-10 secs. Stent was well apposed. The pt was discharged 2 days later, on asa and plavix. Six days post the initial procedure, the male pt presented to the ER with chest pains and st-segment-elevation mi (stemi). Pt stated that he was taking asa and plavix. Angiography confirmed a stent thrombosis in the proximal lad. Plain old balloon angioplasty was performed. A 2.5x15mm maverick balloon was inflated 3 times from 5-10 atms for 5-13 seconds; a 3.0x13mm non-boston scientific balloon was inflated 3 times to 12 atms for 10-14 secs; a 3.75x15mm maverick balloon was inflated twice for 6 atms for 15 secs and 8 atm for 30 secs; a 4.0x15mm maverick balloon was inflated to 6 atms for 12 secs. Medications given: verapamil, heparin, integrilin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.